Event description:
It was reported that during a routine subcutaneous implantable cardioverter defibrillator (s-ICD) change out procedure, this device as not used due to high out of range shock impedance measurements. A message was displayed to check the s-ICD connection however was unable to be resolved after multiple attempts checking the connection. A new device was successfully implanted. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. Visual inspection noted no damage. The device did not pass the impedance test. The programmer showed the impedance was >400 ohms. The case was opened and the hybrid was examined. Electrical testing isolated the failure to the high voltage output circuitry. Further analysis on the output circuitry could not determine the location of the failure, and probable cause could not be determined. The reason for the out-of-range impedance was isolated to the high voltage output circuitry but the exact cause of the failure is undetermined.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that during a routine subcutaneous implantable cardioverter defibrillator (s-ICD) change out procedure, this device was not used due to high out of range shock impedance measurements. A message was displayed to check the s-ICD connection however was unable to be resolved after multiple attempts checking the connection. A new device was successfully implanted. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.